Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had been failing intermittently. The field service engineer noticed that a drawer failure symbol was at the top of the screen, but no recovery options were available on the page. The fse rebooted the station, but the issue persisted. Additional drawers failed in an attempt to refresh the drawer recovery screen, but this was unsuccessful. The fse cleaned the switches and replaced the remote manager control controller to resolve the issue and assigned a new remote manager. The fse verified with the pharmacist that the new remote manager was functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, emote manager was failed and was unable to recover. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.